Manufacturer narrative:
The motor controller board was returned for failure investigation, no anomalies noted during visual inspection. Customer complaint verified. Root cause was failure of blower motor.

Event description:
The customer reported that a blower on a ventilator would run for a few minutes begin slowing down during clinical use. The device was reported to have been in use at the time the malfunction was found. The customer reported that to have placed the patient on an alternative v60 unit and required no additional intervention or escalation of treatment. No patient harm was reported.

Manufacturer narrative:
B4:19may2021. The device was evaluated by a philips field service engineer (fse), who confirmed the reported issue. The philips international service engineer (fse) replaced the blower assembly and motor control printed circuit board assembly. The device was then reported to meet specifications. No other anomaly was reported.